Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter is giving an unspecified error message. The pt indicated that the error message is intermittent. The pt did not remember what the error number was. During troubleshooting, the customer care advocate was able to resolve the product issue. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with oral medication. The error message began on (B) (6) 2009. Sometime after the product issue began, the pt developed symptoms of feeling nervous and shaky. The pt administered self care with food/drink at the time of concern. The pt denied receiving any medical intervention. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.